Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that a patient sustained a burn on the left flank with the use of a level 1® equator® convective warming device. The device was placed on the operating table and set to 44 degrees c to warm the blanket prior to patient use. Patient was lifted onto the inflated device on the operating table. At the end of the 20 minute procedure in surgery, the patient was lifted onto the patient trolley and turned onto the right side. Obvious redness could be seen on the patients left flank and was hot to the touch. No other adverse health outcomes were reported.

Manufacturer narrative:
One level 1® snuggle warm® blankets convective warming system was returned for analysis in used condition. The sample was visually inspected with no discrepancies found. Functional testing was performed by calibrating an equator, adjusted the air speed, blanket firmly rested on a table and connected hose to the blanket; noting all the seals in place and no delamination was detected an all the holes are present on the sample. Perform tests/inspections at machine start-up and at 2 hour intervals during production. Burst test and four hour performance test to be done at 4 hour intervals. Internal pressure test to be inspected hourly. No root cause has to be determined since the complaint was not confirmed.